Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and irregular periods. Concomitant products included fluconazole and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/ headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the psychological trauma, migraine, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding. Discrepancy on date of insertion (B)(6) 2005. Plaintiff did not undergo essure confirmation test. (As per pfs discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus: multiple leiomyomata, submucosal, .lntrarnural and subserosal, up to 6 cm in diameter. Marked uterine enlargement secondary to above, total uterine weigh 525 gm. Early secretory phase endometrium with compressive attenuation. No pathologic abnormality of cervix. Ultrasound scan vagina - on 09-nov-2017: interpretation: numerous fibroids. Intramural fibroids measuring 6.16 x 5.60, 3.89 x 3.51, 3.21 x 3.82, 4.49 x 3.76 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: pfs received: event outcome, patient history, lab data, concomitant drugs and reporter information were updated. On 3-apr-2020: pfs received: event outcome, patient history, lab data, concomitant drugs and reporter information were updated. On 17-apr-2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoids and irregular periods. Concomitant products included fluconazole and paracetamol (tylenol). On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), depression ("psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/ headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, vaginal haemorrhage and genital haemorrhage had resolved and the depression, migraine, vaginal discharge, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding. Discrepancy on date of insertion (B)(6) 2005 plaintiff did not undergo essure confirmation test. (As per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Pathology test - on (B)(6) 2018: uterus: multiple leiomyomata, submucosal, .lntrarnural and subserosal, up to 6 cm in diameter. Marked uterine enlargement secondary to above, total uterine weigh 525 gm. Early secretory phase endometrium with compressive attenuation. No pathologic abnormality of cervix. Ultrasound scan vagina - on (B)(6) 2017: interpretation: numerous fibroids. Intramural fibroids measuring 6.16 x 5.60, 3.89 x 3.51, 3.21 x 3.82, 4.49 x 3.76 cm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: event psychological trauma was replaced with depression. Event anxiety was added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines/ headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the psychological trauma, vaginal haemorrhage, migraine, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for bleeding. Discrepancy on date of insertion (B)(6) 2005. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), migraines/ headaches, vaginal discharge and fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: received treatment for bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received.new reporter added. Category of case changed to incident. Patient demographic added. Event injury is replaced by pelvic pain. New events added abdominal pain and menorrhagia were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report